Event description:
It was reported there was an anchor issue and an electrode was damaged. It was noted device was explanted and replaced. It was further reported the electrode was demolished while using subcutaneous peripheral nerve stimulation therapy and the reason was not known. It was stated the implant date was not known and the ¿electrode was changed against a new one.¿

Manufacturer narrative:
Concomitant products: product ID 3776, lot # unknown, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3776, explanted: (B)(6) 2013, product type: lead. (B)(6). Analysis of the lead found no significant anomaly. The distal end conductor was broken (overstress/damaged). The 0-3 electrode sleeves were torn off and broken 57.3 cm from the proximal end. Continuity was acceptable on the #7 electrode.